Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient never experienced auditory perceptions with the device. Imaging performed on (B)(6), 2012 (type not reported), indicated extracochlear electrode placement. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.